Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with two 640cc mentor memorygel breast implant and experienced bilateral ruptures and symptoms including impaired healing, allergies, itchy skin, fatigue, scarring, hair loss, decreased vision, memory loss, inflammation, and weight gain post-operatively. It was indicated the patient would require surgical intervention to correct scarring. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, generalized illness manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On april 12, 2022, mentor completed evaluation of a returned photo of the device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. At present, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).